Event description:
Dental implant failed. That would have prevented this dental implant from osseointegrating. External and systemic causes leading to implant failure are reported in the dental literature, but they go beyond the focus of this investigation.